Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient received new equipment on 31jul2024, and interrogation showed 4 driveline fault alarms. The patient was in the emergency room for chest pain, shortness of breath, and lightheadedness. The patient was positive for covid and reported symptoms of covid for the past 7 days. The patient had a productive cough, chills and body aches. Log files were submitted for review and confirmed the driveline fault alarms which were intermittent. The driveline fault detection circuitry data indicated that the issue was with the unmonitored conductor of phase a. It was suggested that the patient utilize an ungrounded patient cable. The recorded data showed that the current system controller was connected at 11:51 on (B)(6) 2024 indicating a system controller exchange was performed. The patient's system controller was confirmed to have been exchanged and the patient had been on an ungrounded cable since the date of the event. X-rays from (B)(6) 2024 and log files were submitted for review. The log files continued to show driveline fault alarms associated with degradation of the unmonitored conductor of phase a. The images appeared to show that the driveline was taut near the pump end. Additional x-ray images were recommended. It was noted that the patient had gained a significant amount of weight since implant from 218 pounds to 253 pounds. Additional x-ray images were submitted which did not show any areas of concern. An external driveline repair was requested and performed for the active driveline fault alarms. Visual inspection of the driveline showed a layer of felt tape wrapped around 70% of the external portion. Additionally, some twisting was noted in the silastic layer. There were no active driveline fault alarms. The silastic and bionate layers were removed. The copper shielding was intact but slightly oxidized and in early stages of breakdown. Technical services began splicing the yellow, black, and red wires and then swapped over to the new driveline without issue. They then continued splicing the green, brown, and orange wires. Finally, the area was closed up per procedure.

Event description:
It was additionally reported that since the patient was discharged on (B)(6) 2024, a review of history showed a driveline fault. Log files were submitted for review and continued to capture intermittent driveline fault alarms following the repair on (B)(6) 2024. This suggested that the damage was further up than the repair site. The phase data continued to show the yellow wire operating at a lower current than normal. The wire did not appear to be completely broken but may degrade further over time. On (B)(6) 2024, the patient had a heartmate ii to heartmate ii pump exchange due to reoccurring left ventricular assist device (lvad) fault alarms after previous external percutaneous lead repair.

Manufacturer narrative:
D4: lot number, serial number, expiration date, and primary UDI number were updated d9: date returned to manufacturer updated h4: device manufacture date updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D4: product sn corrected to unknown. Manufacturer's investigation conclusion: the reported event of a controller exchange was not able to be confirmed. The exact reason for the exchange is unknown. No log files from the event controller were submitted for review and the controller did not return for analysis. Attempts were made to obtain additional event information, but no response was received. The root cause for the reported event was not able to be determined via this investigation. The device history records were not able to be reviewed because the serial number of the system controller is not known. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.